Event description:
The customer's mother reported that her son started on the omnipod system on (B)(6) 2012. He activated a device on (B)(6) at 3:46 pm (no blood glucose measurement reported at that time). At 8:05 pm, he ate about 50 grams of carbohydrate and took a 10 unit bolus dose of insulin (again, no bg reported). At 9:46 pm, his blood glucose result read "high" (>500 mg/dl.) A ketone test at that time was negative. He took a 20.5 unit insulin bolus for correction. His bg remained "high" for the next two hours, despite an add'l bolus of 12.5 units at 10:39. When the device was removed, the cannula was bent. The caller also stated that she could smell insulin and feel wetness at the infusion site.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The caller also reported that she could smell insulin and feel wetness at the infusion site. This may indicate that the cannula had dislodged from or not inserted fully into the skin. This condition would interrupt insulin delivery and contributed to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery" and "if your reading is above 500 mg/dl, the pdm displays 'high checks for ketones' this indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones' reading and fell symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."